Event description:
It was reported that the patient experienced pump off events and controller clock not set events. The pump off was noted upon interrogation from (B)(6) 2022 along with controller clock not set and pump parameters of 0. The patient denied having any issues or alarms. The log file review found that the system controller, hsc-078014, was connected on (B)(6) 2022 and that the pump off event occurred prior to pump connection. Once the pump was connected to this controller, the pump speed was increased to the set speed of 5800 rpms. The system controller recorded events that indicate the clock was not set upon connection to the pump. The clock was set with a system monitor at (B)(6) 2022 and all alarm conditions were resolved. After speaking with the patient¿s family, it was determined that the patient did perform a system controller exchange and that this was done intentionally by the patient but it was not reported to the clinic staff. It was reported that the patient exchanged their controller due to low voltage advisories.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. The pump-off is covered under MFR# (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was not confirmed. The system controller was not returned for analysis, and no log files from the controller were provided. The provided log file was extracted from system controller and has been reviewed under that controller¿s investigation. Per additional information, controller was exchanged, resolving the issue. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the system controller showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including low voltage alarms. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.